Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty system interconnection cable. The cable was replaced to correct the reported malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device's display intermittently blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.